Event description:
It was reported that in anesthesiology, the md found a leak between the catheter and hub during use. The catheter was in the pt's jugular vein. As a result, the catheter was removed and replaced without issue. It was also noted that the md followed the IFU. A delay was reported, however, there was no additional harm to the pt due to this delay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.